Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), the right femoral arteriotomy was closed with an 8f angio-seal vip. Hemostasis was achieved. Two days later, the patient felt a "pop" while standing. The patient developed a hematoma, the size of a basketball. The patient was in stable condition. The patient was taking plavix, angiomax, integrilin (doses unknown).

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible, since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.